Manufacturer narrative:
The hospital's biomedical engineering group evaluated the instrument's balance. They could not repeat the alleged failure. The hospital released the microscope for continued use and has not had any further reports of incidents. A carl zeiss meditec field service engineer (fse) evaluated the microscope (B)(4) 2012. No errors or problems with the instrument's balancing systems were found. The balancing system was recalibrated. Upon comparing the settings taken prior to recalibration and after, there were no significant differences. The fse determined that the opmi pentero was operating within specification and that no malfunction occurred.

Event description:
After commencing a neurological procedure, the doctor was unable to balance the microscope. The doctor aborted the surgery without harm or incident to the pt. As the procedure was not completed, the pt will need to undergo a second surgical procedure.